Manufacturer narrative:
The lens was returned dry, in a pouch. Visual inspection found one haptic torn. There was evidence of residue on the lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the lens flipped upside down in the patients eye. The surgeon did not like how the lens looked, so decided to remove the lens. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem and the patient is doing well. The reporter was unable to provide any additional information.